Event description:
It was reported that a user participating in an experience study had a hypoglycemic event while using the ilet system, noting poor food intake and that correction doses had not been accurate. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and a request for additional information from the user to clarify event details. Investigation included outreach for event clarification and review of device performance based on user feedback. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.